Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from another country indicated that a cypher stent was implicated in a thrombotic event. The initial percutaneous intervention was an elective case targeting an eccentric and calcified lesion with vessel type b2 classification in a de novo vessel, 8mm long and 2.5mm wide in the proximal left anterior descending coronary artery. Pre-dilatation was conducted with a balloon (2.25/8mm) at 6atm for 60seconds. Cypher (2.5/13mm) was implanted at 12atm for 30seconds. Post-dilatation was conducted with a balloon (2.25/8mm) at 20atm for 60seconds. Intravascular ultrasound was conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 3 and 3 after the procedure. Act was measured at 281. Six days later, the patient complained of chest pain and was brought to the hospital in an emergency. Coronary angiogram was conducted and a thrombus was observed in the cypher. The thrombus was treated by aspiration and balloon angioplasty with a balloon (3.515mm) at 20atm for 20seconds. Another cypher stent (3.0/23mm and 3.0/28mm) was implanted distal to the cypher at 20atm for 20seconds and at 20atm for 30seconds, overlapping it. According to the physician, the possible cause of the thrombotic event was because the stent was under-dilated and there was an untreated part of the lesion distal to the cypher. Additionally, the vessel diameter at the proximal left anterior descending coronary artery was almost 4mm.